Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of tip vibration could not be confirmed, due to another d evice malfunction. The likely cause was found to be broken bearings. It was also noted that the tool bur could not be retained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative procedure the tip vibrates and cannot be used. The patient impact is unknown at the time of the report. Additional information received that no interventions or additional surgery has been performed as a result of this event. There was also no patient impact in this event.